Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat the right coronary artery, a perforation occurred which required a graftmaster stent. The 4.0 x 16 mm graftmaster was going to be placed, but the guiding catheter was disengaged from the artery at the time, and the stent could not be advanced in the artery at all. During removal of the stent delivery system (sds), resistance was met at it entered the guide, and the stent became bent. A second 3.5 x 26 mm graftmaster stent was then advanced successfully. The perforation was initially improved, but was not fully sealed. Dilatation was performed, but the perforation continued to leak. A 10-minute inflation was then performed, and the perforation was sealed. The patient had surgical placement of a pericardial drain, and subsequently did well and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional 3.5 x 26 mm graftmaster referenced is being filed under a separate medwatch report.